Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2003: the patient was pre-operatively diagnosed with: l4-5 internal disk disruption. L5-s1 internal disk disruption and underwent the following procedures: l5 laminectomy for spinal stenosis with complete left-sided facetectomy and foraminotomy. L4 laminectomy for spinal stenosis with complete left l4-5 facetectomy and foraminotomy. L4-5 transforaminal lumbar interbody fusion. L5-s1 transforaminal lumbar interbody fusion. L4 through s1 posterolateral spinal fusion. L4 through s1 posterior segmental transpedicular spinal instrumentation. Placement of interbody fusion cage via transforaminal approach at l4-5 and l5-s1. Placement of recombinant human bmp in interbody fusion cages. Local bone graft harvests, morselized, through same incision. As per the operative notes "I filled the cage with two recombinant human bmp-soaked, placed the end cap on the cage and then inserted the cage in the l5-s1 and obtained an x-ray showing placement. I coagulated epidural venous bleeders with bipolar cautery and then incised the annulus, placed an 8 mm distraction plug, a 12 mm tang and reamed and tapped for a 14 mm x 23 mm implant. I placed recombinant human bmp sponges within the cage, placed the end cap, then inserted into the disk space and obtained an x-ray which showed satisfactory orientation. I then repeated the transpedicular instrumentation procedure on the left side at l4-5 and s1 and thus placed a curved rod, completing a transpedicular segmental instrumentation construct from l4 to sacrum. I placed residual demineralized bone matrix/bmp-soaked sponges over the posterolateral fusion site from l4 to sacrum.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.